Event description:
In 2008, the pt reported that her blood glucose was elevated over 500 mg/dl and she felt thirsty and nauseated. She attempted to bolus and rec'd an e4 (occlusion) error. She changed the insulin cartridge and rec'd another e4 while priming the infusion tubing. The infusion tubing had been in use for 1 day. The pt was instructed to remove the infusion tubing, and she was able to prime without error. She attached a new infusion tubing and she was able to prime without error. She reconnected to the infusion site and bolused 12 units of insulin to lower her blood glucose. Further attempts to f/u with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.